Manufacturer narrative:
A ge rep evaluated the system and reseated the control panel processor power supply board. System operates as intended.

Event description:
It was reported that during initial boot-up, system would not give technique information, and would not fluoro.